Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis manifested by a sudden onset of abdominal pain and was hospitalized for the event. The cause of peritonitis and the causative organism were unknown. During the hospitalization, the patient received unknown IV antibiotic therapy (dose and frequency unknown) for peritonitis. On an unreported date prior to discharge, the patient received a dose of vancomycin (1 g, ip) for peritonitis. On an unreported date, the patient was discharged. The vancomycin therapy (1 g, ip) was repeated in the pd clinic on (B)(6) 2012, and then discontinued. The patient recovered from this peritonitis event.